Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a hemostatic valve leak issue was observed. Leakage issue. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed of approximately 10ml.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. The device evaluation was completed on (B)(6) 2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed breakage close to the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak reported by the customer was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; physical damage observed suggests that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During additional review on 05-feb-2025, noted correction to the h6. Medical device problem code as processed in the 3500a initial as backflow (a140501). It should have been processed as fluid leak (a050401). Therefore, processed accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 05-feb-2025, noted a correction to the 3500a follow-up #2 as in error omitted under "h2. If follow-up, what type?" To also select "correction". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 11-dec-2024, noted a correction to the g3. Date received by manufacturer of the 3500a initial as should have been processed as 15-nov-2024 instead of 16-nov-2024. The bwi product analysis lab received the device for evaluation 07-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).